Event description:
It was reported that this patient had a cardiac compute tomography (CT) scan performed after a scheduled device revision. The CT scan showed this right ventricular (rv) lead had perforated the rv free wall. The lead was explanted and replaced successfully. All lead test results were satisfactory at implant. Outside of the lead revision, no adverse patient effects were reported. Additional information received advised the explanted lead is expected to return for analysis.

Event description:
It was reported that this patient had a cardiac compute tomography (CT) scan performed after a scheduled device revision. The CT scan showed this right ventricular (rv) lead had perforated the rv free wall. The lead was explanted and replaced successfully. All lead test results were satisfactory at implant. Outside of the lead revision, no adverse patient effects were reported.

Event description:
It was reported that this patient had a cardiac compute tomography (CT) scan performed after a scheduled device revision. The CT scan showed this right ventricular (rv) lead had perforated the rv free wall. The lead was explanted and replaced successfully. All lead test results were satisfactory at implant. Additional information received advised the explanted lead is expected to return for analysis. Outside of the lead revision, no adverse patient effects were reported. Received additional information the lead is not expected to return for analysis.

Manufacturer narrative:
With all the available information, boston scientific concludes this lead appeared to have perforated the patients rv free wall. The product was not returned by the customer therefore, no product analysis could be performed. Please see the nature of incident field for more information regarding the specific circumstances of this event. The reported adverse event of perforation is known and documented in the labeling including both short or long term known complications or adverse reactions.